Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/24/2020. A manufacturing record evaluation was performed for the finished device am5673 number, and no non-conformances were identified.¿.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. The suture was breaking during the surgery. There were no patient consequences reported.